Event description:
It was initially reported that the patient's device was "leaking". Further clarification was received that the patient had high impedance. The patient's generator was disabled after the high impedance was seen. The patient was sent for x-rays but they have not been provided to the manufacturer for review. Surgery is likely but has not occurred to date. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that the patient had a generator and lead replacement. Product return attempts are in process.

Event description:
Good faith attempts for product returned have been unsuccessful to date. The hospital does not know where the explanted products are but if they find then they will return them to the manufacturer.

Manufacturer narrative:
.